Event description:
The consumer allegedly woke up with severe respiratory distress because her tubing on the concentrator had allegedly become blocked during the night. The consumer was allegedly admitted to the hospital with an oxygen level of 70%.

Manufacturer narrative:
Manufacturer received information reporting that the concentrator tubing had become blocked during the night, causing respiratory distress. The unit has been in service for 7 years. Invacare concentrators are to be used as an oxygen supplement and are not considered life supporting or life sustaining devices. In the device manual, manufacturer recommends an alternate source of supplemental oxygen in the event of a power outage, alarm condition or mechanical failure. There is no history to suggest a product problem. It is unknown if the consumer is a smoker. Product has not been returned for evaluation at this time so it is also unknown if a malfunction occurred, or if other factors such as misuse, improper set up, lack of maintenance, or what the blockage may have been. (B)(6) 2011 - (B)(6) - evaluation completed. Visual and functional evaluations were performed. There were 12,797 hours of use clocked since (B)(6) 2004. The control panel and the inside of the device were very dusty. A non-invacare humidifier bottle was returned with the unit. A functional test was performed with the flow meter set at 5lpm. The device operated for one hour with an o2 = 92.5% and had no issues. The o2 level and the end of the cannula was measured at 92.5%. The issue with the device could not be duplicated.

Event description:
The consumer allegedly woke up with severe respiratory distress because her tubing on the concentrator had allegedly become blocked during the night. The consumer was allegedly admitted to the hospital with an oxygen level of 70%.

Manufacturer narrative:
Manufacturer received information reporting that the concentrator tubing had become blocked during the night, causing respiratory distress. The unit has been in service for 7 years. Invacare concentrators are to be used as an oxygen supplement and are not considered life supporting or sustaining devices. In the device manual, manufacturer recommends an alternate source of supplemental oxygen in the event of a power outage, alarm condition or mechanical failure. There is no history to suggest a product problem. It is unknown if the consumer is a smoker. Product has not been returned for evaluation at this time so it is also unknown if a malfunction occurred, or if other factors such as misuse, improper set up, lack of maintenance, or what the blockage may have been.